Manufacturer narrative:
One device was returned for repair with complaint the pump's air detector was damaged and the downstream occlusion (dso) seal was cut. There was no prior service history and no reoccurring alarms. The complaint was confirmed through visual inspection. Upon further investigation. The upstream occlusion (uso) seal was cut. The cause was accidental and wear and tear. Replaced air detector, dso seal, uso sensor, and uso seal. Device passed all test criteria post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's air detector was damaged and the downstream occlusion seal was cut. There was no patient involvement. The issue was discovered during testing.